Event description:
It was reported that on (B)(6) 2025, the mcot monitor - a13 - verizon wall charger - dual port charger sparked when it was plugged into the wall as well as when it was plugged into a surge protector. The patient also noted that it triggered her circus breaker and that the charger felt hot to the touch. There was no allegation of property damage or patient injury. The patient said the charger block didn't appear damaged. A replacement charger was sent. No additional information was provided.